Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 was jammed. The user was unable to open the drawer, requiring a recovery process each time the issue occurred. The customer stated that the malfunction occurred when a user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ball bearings and slide rail caused the issue. A field service engineer realigned ball bearings and adjusted slide rail metal guides on full height drawer 4. Fse then initiated open/close test via hardware test application which passed with no hardware errors. Inseparable latch for full height drawers 2, 4, and 5 was upgraded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 was jammed. The user was unable to open the drawer, requiring a recovery process each time the issue occurred. The customer stated that the malfunction occurred when a user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.